Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (13 mg/ml at 4.795 mg/day) and morphine (50 mg/ml at 18.443 mg/day) via an implanted pump. The indication for pump use was non-malignant pain and chronic low back pain. It was reported that the pump was in safe state. The patient "didn't feel like herself" and heard an audible alarm on (B)(6) 2015. Review of the pump logs indicated "safe state, reset occurred, low battery" on (B)(6) 2015 at 18:49. At the last pump refill on (B)(6) 2015, eri (elective replacement indicator) was 27 months. The hcp was able to update the pump back to its simple continuous dose and the eri went to 26 months. A pump replacement was being considered. The cause of the event, the actions/interventions taken and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6)-2015 and it was reported that the patient's pump was replaced yesterday. On (B)(6)-2015, the hcp additionally reported that the cause of the pump being in safe state and the reset/low battery messages was unknown. The alarm had come back on and the patient had symptoms of withdrawal after which the pump was replaced.